Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the errors through the logs and replaced integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Failure analysis confirmed the reported failure of error c-34 and c-00. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, a customer reported that they had a message on the system, "activation has been interrupted - c-00." The intuitive surgical, inc. (Isi) technical support engineer (tse) verified erbe errors in logs, c-00 and c-34. The isi tse walked the customer through a hard power cycle of the erbe, but the error immediately came back. The customer then tried an additional mcs and energy cable, but again, the error came back. The isi tse offered the option of moving to a force triad generator or another vision side cart (vsc). The customer then called to connect third-party generator cabling. The isi tse began to explain connections to the customer, but the customer had not yet located their force triad generator and did not believe they had one. The customer ended the call before tse could get clarification on how they were proceeding. The customer then called needing assistance with hooking up the force triad to the vsc. The isi tse walked them through it, and they were able to use the monopolar with force triad. No known impact or patient consequence was reported.